Event description:
Caller reported that tandem-provided charging supplies began burning or melting. There was no reported impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy, while the tandem-provided charging supplies were set to be returned for investigation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue pertaining to the tandem-provided charging cord was verified but the issue pertaining to the tandem-provided wall adapter could not be verified.